Manufacturer narrative:
The device intended for use in treatment has been returned and evaluated. A visual inspection found no defects and functional inspection found replacement of the pump, battery and main pcb was required. The functional evaluation has established a relationship between the 4 reported failures and the device and recorded as follows: 1. Device was not starting up correctly and was not free from critical errors recorded as circuit board failure. 2. The device could not operate on ac or battery power and could not recharge the battery recorded as battery failure. 3. Device was not able to generate and control negative pressure recorded as pump failure. 4. Device cannot generate alarms under expected conditions recorded as pump failure. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed and similar instances of a failure to alarm have been recorded in the previous five years, failures reported are under constant review to monitor for adverse trends. The investigation into your complaints is now completed with no further actions deemed necessary in relation to this complaint. In parallel we continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that during service evaluation it was found that the device cannot generate alarms under expected conditions. There was no patient involved.